Manufacturer narrative:
No sample has been returned for evaluation for the report of elevated iop, inflammation, and myopic shift; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. Possible root causes are that postoperative elevated iop and worsening in visual field loss are established risks associated with use of the system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following a glaucoma filtration device implantation, a patient experienced low intraocular pressure (iop), around 4-5mmhg, eye pain and a myopic shift. Additional clarification was received from the surgeon reporting at approximately two months postoperatively the patient presented with bilateral discomfort. The intraocular pressure (iop) was 'in the 30's'. She did not present with edema. The patient was placed on topical steroids and glaucoma medications. With the treatment, the symptoms have resolved for the patient. The patient is no longer on medication and is reported to be doing fine. This file represents the second eye.